Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the atrial was found dislodged and exhibited failure to capture and failure to sense. The reported lead was explanted and replaced on (B)(6) 2022. The patient was in stable condition.